Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 4 months post implant of this bioprosthetic valve implanted in the aortic position, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve is implanted in the mitral position and remains active. There is no allegation against the medtronic device and no adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.